Manufacturer narrative:
Device evaluated by manufacturer: the polarsheath was returned for analysis. The sheath passed all standard manufacturing and functional testing. No bubbles were observed during the aspiration test.

Event description:
It was reported that blood leakage occurred. During cryoballoon ablation procedure to treat paroxysmal atrial fibrillation (afib), a polarsheath was selected for treatment. There was a continues blood leak from the hemostatic valve following the placement of catheter. Since the procedure was in its final stage, the treatment was continued while checking for air contamination, and the procedure was completed. There were no adverse patient effects.

Event description:
It was reported that blood leakage occurred. During cryoballoon ablation procedure to treat paroxysmal atrial fibrillation (afib), a polarsheath was selected for treatment. There was a continues blood leak from the hemostatic valve following the placement of catheter. Since the procedure was in its final stage, the treatment was continued while checking for air contamination, and the procedure was completed. There were no adverse patient effects. The product is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.